Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implanted neurostimulator for about a month. Patient stated the controller can't find the device and the recharger is not working right for a while. Patient stated the device shuts off when charging and they are getting no device found message. Patient mentioned they have gained weight. Patient asked to contactthe medtronic rep. Patient service confirmed there is no visible damage on the recharger. Patient started charging the implant and getting poor quality, excellent, good and poor recharge quality, controller 90% charged and implant red. Agent asked clarifying questions and patient said they lay on the paddle to charge the implant and paddle could be over heating. Agent reviewed device function. Agent reviewed reps' role. The issue was not resolved. A request was sent to the repair department to replace the recharging antenna device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and reported that they were still running into issues while charging the ins, even after receipt of replacement recharger. Patient said the controller would turn off if they got up and moved, and it appeared that the date and time had been resetting themselves. Agent asked, patient denied feeling like the port of the controller was loose or wiggly. Agent reviewed information, sent request to repair and closed case.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed complaint unverified, found no issues with finding or charging, white arrow rubbed off of connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.